Event description:
According to the reporter, the catheter was entered into the trachea instead of the esophagus. There was a minor bleeding. The catheter was never filled with fluid while inside the patient. The physician realized the location and removed the catheter without hesi tation/resistance. The staff worked to stabilize the patient and ordered chest x-rays. The x-rays came back ok and the patient was cleared to go home. They did not move forward with the case and it was canceled. The patient had a suspected swallowing disorder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.